Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address stem loosening and pain. Update rec¿d ((B)(4) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. The liner and head are being added to address the metal on metal allegations. The complaint was updated on: (B)(4) 2014. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, loose stem, normal metal ion levels, and malpositioned cup. The cup is being added to the complaint. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.